Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The device was being applied to the anastomosis. The stapler was able to fire. The anvil broke off. The anvil fell into the patient cavity and it was retrieved by laparoscopy. There was tissue damage as a result of the problem but it was not permanent. The patient status is alive, no injury. The surgical time was extended by more than 30 minutes. The incision was extended due to the product problem. The current patient status is ok.